Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was implanted on (B)(6) 2015 and wanted assistance using the patient programmer. The patient was trying to program it but couldn't do it. The patient thought stimulation was a little bit too strong since (B)(6) 2015. The patient could tolerate stimulation, but sometimes it felt a little bit too strong and sometimes it did not. This was due to a sudden change in therapy or symptoms. The patient wanted to turn stimulation down. The patient was not able to turn stimulation down or off since they were not able to connect to the implant with the programmer. The patient was recently implanted, but bandages and swelling were not present. The patient used an antenna and confirmed it was secure and synced with the implantable neurostimulator (ins), but this did not resolve the issue. The patient didn't seem to be sure where the ins was as they had 3 incisions. The patient would see their health care provider (hcp) on (B)(6) 2015. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.